Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. Visual inspection and microscopic inspection were performed and a cracked light blue main body was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal surface test was performed with no issues noted. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended pd transfer set with twist clamp was observed to have cracks on the light blue main body. It was reported to have been used for one month. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A photograph has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.